Event description:
It was reported a pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure, a nrg needle was selected for use. The patient had a very floppy septum causing difficulty with transseptal puncture crossing. During the transseptal puncture, the septum was tented up to 3mm while crossing was completed. An effusion was noted post procedure via transesophageal echocardiogram (tee). A pericardiocentesis was performed. The patient was discharged the next day. The device is not expected to be returned for analysis. It was further confirmed that there was no perforation or effusion noted pre or immediate post tee. There was never an issue with blood pressure, the effusion was noted by the trans-thoracic exam in post op 2 hours later. A pericardiocentesis was performed and 325 cc of blood was removed. The drain was left overnight as a precautionary need. The drain was removed and the patient was released on the (B)(6)2023. The anatomy for crossing the septum was very difficult, the septum was very floppy and tinting was very close to the posterior wall of the atrium. The activated clotting time (act) at time of transseptal was 298. There was difficulty advancing the non-boston scientific sheath and a second transseptal was performed. Physician stated that there were no issues with any device that the issue was completely related to the patient anatomy.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.